Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure at (B)(4) joules and 14:48 minutes of use, the fiber was noted to be broken. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber ((B)(4) joules and 31:54 minutes expended). No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 3 feet and 3.5 inches from control knob, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibits no signs of melting. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.